Event description:
The line was placed in 12/05. Four days later the pt came in with shortness of breath, x-rays were taken and one doctor felt that the line was extra lumenal but another dr disagreed. The pt had pleural effusion on the left and right chest area. When he was admitted to the hosp, he and his power-of-attorney, refused a chest tube to remove the pleural effusion which subsequently lead to the death of the pt.